Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seals were all intact, and no external damage noted. A review of the event history log was unable to confirm the reported event. A battery of delivery accuracy testing of the device was able to replicate the reported event. The pump was found to be over delivering to the manufacturing specifications. It was determined that there was fluid ingression by the chassis base of the pump around the expulsor assembly. The expulsor assembly was replaced to resolve the issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device over-infused while in use with a patient. There should have been 80ml in cassette but was empty when the patient returned. There was no patient injury reported.